Event description:
It was reported that the patient passed away secondary to sepsis. The outcome was reported as device or therapy related. No autopsy was performed; the device was not explanted.

Manufacturer narrative:
Section a: patient weight information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.